Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.5., b.6., b.7., d.10. And h.11. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the t4(2.25cyl), 22.0 diopter lens was exchanged for a t5 (3.00cyl), 22.0 diopter lens. This may indicate the replacement cylinder power was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the iol replaced with company lens using company d cartridge and viscoelastic without any impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity was not good and nothing was really sharp. The clinical reason for explant was residual astigmatism. The iol was exchanged for an unspecified advanced technology intraocular lens (atiol) model 1 month and 17 days following the initial implant procedure. Additional information has been requested.